Event description:
According to the reporter: there was a normal application of the first sulu. When applying the second sulu, the device presented a sharp decline with the ejection of the sulu. This made a wound in front of the sacrum creating a vein inducing hemorrhage and immediate high flow, difficult to control. Haemostasis control and stop the progression of the dissection (30mm) then application of quick seal.

Manufacturer narrative:
(B)(4).